Manufacturer narrative:
Device evaluation: no product was returned, and no photographic evidence was provided to aid in this investigation. As a result, a complaint investigation/product evaluation and problem confirmation could not be performed. Based on review of service history and information provided by the customer, we are unable to determine a probable cause. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was stated that the device has an over temperature alarm. The event occurred during testing. There was no patient involvement.